Manufacturer narrative:
This MDR report is part of the 227 pilot program, exemption number e2015055. Two of the reported devices were received for evaluation; event was confirmed during testing. Evaluation found that the lubrication within the devices was broken-down. These devices are not repairable and were not returned to the user facilities. One device was not returned to the manufacturer for evaluation. There were no remedial actions taken. These devices are not labeled for single-use.

Event description:
This report summarizes <noe> 3 </noe> malfunction events, in which the devices overheated. There was no patient involvement; no patient impact.